Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the failure pressure sensor on the inner circuit board. Omsc surmised that the failure pressure sensor might be attributed to the following. -the electrode of the pressure sensor was oxidized and corroded. -a foreign matter (epoxy) adhered to the mounting of the component. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The front panel display sometimes disappeared. There were scratches on the front panel. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use before laparoscopic exploration, the user found that the front panel did not work and the endoscopic image was not displayed. This problem was resolved after the user rebooted the device. The user replaced the device with another device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.